Manufacturer narrative:
Continuation of medical devices: product ID neu_unknown_lead, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, no information for date of event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient mentioned that probably two battery changes ago her impedances kept going up, and she only had one wire attached. So they had to go in and see where the wire was broken. No further complications were reported or anticipated with this event.